Event description:
The ncoic of ophthalmology at the user facility reported the intraocular lens did not "look right" under the microscope following insertion. Enlargement of the incision was required to accomodate removal of the lens. Add'l info has been requested.